Manufacturer narrative:
E1: . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the tubing of sixty six (66) minicap extended life pd transfer sets. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: nineteen (19) samples were received for evaluation; the other forty-seven (47) samples were not received and therefore, could not be evaluated. A visual inspection with the naked eye observed three (3) samples had loose round unknown particulate matter (pm) on the tubing / bushing and five (5) samples had thin pm on the tubing. The pms were identified as extrinsic pm that is additive, foreign, and not part of the formulation or assembly process. The eight (8) samples did not meet product specifications. Ten (10) samples had round embedded fully encapsulated pm in the tubing which measured less than 0.30 mm and one sample (1) had no issues noted. Therefore, the eleven (11) samples met product specifications. The reported condition was not verified on the eleven samples. However, the reported condition was verified on eight (8) of the samples. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.